Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 21mm 3300tfx and learned through investigation that an aortic valve in aortic position was explanted and replaced with a 21mm 11500a aortic valve after an implant duration of 7 years, 4 months due to endocarditis (mssa). The patient presented with fever and fatigue. Reportedly, the patient was stable post-operative.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 3300tfx aortic valve in aortic position was explanted and replaced with a 21mm 11500a aortic valve after an implant duration of 7 years, 4 months due to unknown reasons.